Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose for the past six days. The customer stated that the most recent blood glucose reading was 578mg/dl. The customer stated that he will take another shot of 15 units of insulin manually. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that the infusion set was disconnected and the cannula was bent. Ran a fixed prime test and the test passed. The paramedics were called and the customer's glucose was 546mg/dl at time of their arrival. No further info was provided.